Manufacturer narrative:
The user facility reported that the tempered glass in the washer door cracked and a portion fell into the washer's chamber. It should be noted that tempered glass crumbles into smaller pieces when impacted rather than splintering into shards like traditional plate glass. A steris service technician inspected the washer and found the safety bar to be loose on one side. The safety bar made contact with a manifold that was moving to the next chamber subsequently causing the manifold and safety bar to make contact with the chamber door thus causing the tempered glass to crack. The instruments present on the manifold were reprocessed before sterilization. The technician replaced the door assembly, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported the tempered glass door of their reliance vision multi-chamber washer was damaged. No injuries were reported.